Manufacturer narrative:
Correction : section e1 was updated which was inadvertently left blank in the initial report. Product complaint # (B)(4). Investigation summary ==> the cause of the failure to advance was determined to be patient condition as the patient had hcm preventing successful delivery of impella. Device history lot ==> device lot: 1980796 device history batch ==> subcomponent lot: n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 47 year old male patient underwent an attempted impella cp insertion. The patient reportedly had hypertrophic cardiomyopathy (hcm), and the device could not be safely or properly placed. The insertion was aborted. Patient survived.